Event description:
It was reported that a critical alarm occurred due to zero ml reservoir volume; the alarm was confirmed by telemetry. The pt experienced increased tone and was "not feeling like herself". The pt was noted to be "now stable" and a pump refill was being considered. Add'l info has been requested from the hcp, but was not available as of the date of this repot.

Manufacturer narrative:
(B)(4).